Event description:
Patient was revised to address dislocation. It was noted that the metal ring was broken. The liner was depuy product, but the femoral head was competitor product.

Manufacturer narrative:
Patient was revised to address dislocation. It was noted that the metal ring was broken. The liner was depuy product, but the femoral head was competitor product. Doi 1995 - dor (B)(6) 2014 (left hip). The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided, however, it has been reported that the depuy device was implanted with a competitor manufactured product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: zimmer femoral head; event: this was used in conjunction with depuy product in this patient. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.